Manufacturer narrative:
(B)(4). Lens not returned. Metho: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a 12.6mm micl 12.6 implantable collamer lens and it was noted the lens was torn. The lens was removed with no patient injury, no enlarged incision or sutures. The back-up lens was implanted.